Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), suicidal ideation ('suicidal thoughts') and narcolepsy ('narcolpsy') in a 35-year-old female patient who had essure (batch no. 698925) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, epigastric pain, ovarian lesion excision, bacterial vaginosis, stiffness, smoker, dry mouth, heart racing, dizziness, numbness, sinusitis, perineal pain, hydronephrosis, metrorrhagia, irregular menstrual cycle and obesity. Current weight 145 lbs. Previously administered products included for an unreported indication: yasmin from 2010 to 2011 and mirena in 2007. Concomitant products included drospirenone;ethinylestradiol (ocella) from (B)(6) 2011 to (B)(6) 2012 and drospirenone;ethinylestradiol (zarah) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("severe depression"), 6 months 3 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("hips pain/joint pain"). In 2013, the patient experienced narcolepsy (seriousness criterion medically significant), insomnia ("insomnia"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), bacterial infection ("bacterial infection"), leukocytosis ("leukocytosis"), neutrophilia ("neutrophilia"), lymphocytosis ("lymphocytosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge abnormal loojing discharge") and metrorrhagia ("metrorrhagia"). In 2014, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), rash ("rashes"), skin disorder ("skin conditions"), headache ("severe headache"), fine motor skill dysfunction ("compromised fine motor skills"), eye pain ("right eye - pain"), visual impairment ("random visual impairment"), alopecia ("hair loss"), breast pain ("breasts pain"), toothache ("pain and weekness in teeth, tender"), hyperaesthesia teeth ("tender and sensitive teeth"), paraesthesia ("paraesthesia") and incontinence ("incontinence") and was found to have haemangioma of liver ("liver hemangioma") and benign breast neoplasm ("right breast masses / breast tissue changes"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and asthenia ("total loss of energy") and was found to have weight decreased ("weight loss, lost 50 lbs"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced anxiety ("anxiety"), lymphadenopathy ("lymphadenopathy"), muscular weakness ("muscle weakness"), back pain ("back pain") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, suicidal ideation, narcolepsy, insomnia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bacterial infection, depression, anxiety, lymphadenopathy, rash, skin disorder, leukocytosis, neutrophilia, lymphocytosis, fine motor skill dysfunction, muscular weakness, allergy to metals, dysmenorrhoea, dyspareunia, haemangioma of liver, benign breast neoplasm, vaginal discharge, visual impairment, fatigue, weight decreased, alopecia, toothache, hyperaesthesia teeth, asthenia, paraesthesia, incontinence and metrorrhagia outcome was unknown and the headache, eye pain, back pain, neck pain, arthralgia and breast pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, bacterial infection, benign breast neoplasm, breast pain, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, fine motor skill dysfunction, haemangioma of liver, headache, hyperaesthesia teeth, incontinence, insomnia, leukocytosis, lymphadenopathy, lymphocytosis, menorrhagia, metrorrhagia, muscular weakness, narcolepsy, neck pain, neutrophilia, paraesthesia, pelvic pain, rash, skin disorder, suicidal ideation, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- event injury to herself removed and new events: pelvic pain, insomnia, abnormal bleeding (vaginal, menorrhagia), vaginal infection, urinary tract infection, bacterial infection, depression, anxiety, lymphadenopathy, rashes, skin conditions, migraine headache, leukocytosis, neutrophilia, lymphocytosis, dental problems, compromised fine motor skills, muscle weakness, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), liver hemangioma, right breast masses, vaginal discharge, right eye ¿ pain, random visual impairment, fatigue, weight loss, hair loss, narcolepsy, back pain, neck pain, hips pain, joint pain, breast pain, suicidal thoughts, paresthesia were added. Patient demography added. Medical history, lab data, lot number and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), suicidal ideation ('suicidal thoughts') and narcolepsy ('narcolpsy') in a 35-year-old female patient who had essure (batch no. 698925-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, epigastric pain, ovarian lesion excision, bacterial vaginosis, stiffness, smoker, dry mouth, heart racing, dizziness, numbness, sinusitis, perineal pain, hydronephrosis, metrorrhagia, irregular menstrual cycle and obesity. Current weight 145 lbs. Previously administered products included for an unreported indication: yasmin from 2010 to 2011 and mirena in 2007. Concomitant products included drospirenone; ethinylestradiol (ocella) from (B)(6) 2011 to (B)(6) 2012 and drospirenone;ethinylestradiol (zarah) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("severe depression"), 6 months 3 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("hips pain/joint pain"). In 2013, the patient experienced narcolepsy (seriousness criterion medically significant), insomnia ("insomnia"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), bacterial infection ("bacterial infection"), leukocytosis ("leukocytosis"), neutrophilia ("neutrophilia"), lymphocytosis ("lymphocytosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge abnormal loojing discharge") and metrorrhagia ("metrorrhagia"). In 2014, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), rash ("rashes"), skin disorder ("skin conditions"), headache ("severe headache"), fine motor skill dysfunction ("compromised fine motor skills"), eye pain ("right eye - pain"), visual impairment ("random visual impairment"), alopecia ("hair loss"), breast pain ("breasts pain"), toothache ("pain and weakness in teeth, tender"), hyperaesthesia teeth ("tender and sensitive teeth"), paraesthesia ("paraesthesia") and incontinence ("incontinence") and was found to have haemangioma of liver ("liver hemangioma") and benign breast neoplasm ("right breast masses / breast tissue changes"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and asthenia ("total loss of energy") and was found to have weight decreased ("weight loss, lost 50 lbs"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced anxiety ("anxiety"), lymphadenopathy ("lymphadenopathy"), muscular weakness ("muscle weakness"), back pain ("back pain") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, suicidal ideation, narcolepsy, insomnia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bacterial infection, depression, anxiety, lymphadenopathy, rash, skin disorder, leukocytosis, neutrophilia, lymphocytosis, fine motor skill dysfunction, muscular weakness, allergy to metals, dysmenorrhoea, dyspareunia, haemangioma of liver, benign breast neoplasm, vaginal discharge, visual impairment, fatigue, weight decreased, alopecia, toothache, hyperaesthesia teeth, asthenia, paraesthesia, incontinence and metrorrhagia outcome was unknown and the headache, eye pain, back pain, neck pain, arthralgia and breast pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, bacterial infection, benign breast neoplasm, breast pain, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, fine motor skill dysfunction, haemangioma of liver, headache, hyperaesthesia teeth, incontinence, insomnia, leukocytosis, lymphadenopathy, lymphocytosis, menorrhagia, metrorrhagia, muscular weakness, narcolepsy, neck pain, neutrophilia, paraesthesia, pelvic pain, rash, skin disorder, suicidal ideation, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.